Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received a failed battery test after inserting a new battery. The customer's blood glucose level during the incident was 349 mg/dl. The customer inserted the old battery but they were not able to see the amount of the insulin. The customer's most recent blood glucose level was about 498 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer had treated their high blood glucose with a bolus. Additionally, the customer called back again to insert a new battery and the customer was able to get out of the battery out limit. The basal rates were also there. The device will not return for analysis.